Manufacturer narrative:
There was no contact name or phone number provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear seized, blocked was moving heavy and running rough. It was further determined that the device was jammed due to debris. It was determined that the test for free moving failed during the pre-repair diagnostics. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device coupler was heating up while reaming and k-wiring. According to the reporter, the device was getting heated up when being run manually and so it was not used on any patient or in any operative case. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.